Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant the helix of this lead failed to retract and noise was seen on the right ventricular electrocardiogram after the port was plugged. This lead was not implanted and was returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant the helix of this lead failed to retract and noise was seen on the right ventricular electrocardiogram after the port was plugged. This lead was not implanted. No adverse patient effects were reported.